Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code 12, and needed resetting. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether their level exceeded 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction recurred. No further adverse impact on the pump¿s function was reported.